Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure following successful deployment of the stent, the balloon on the delivery system could not be removed from the artery. Attempts to remove the delivery system resulted in the balloon being separated and unretrievable. The pt experienced a drop in blood pressure and chest pains. An intra aortic balloon pump was inserted in the pt and he was then sent for emergency bypass surgery.